Manufacturer narrative:
Bench repair replaced the battery to resolve the reported issue. Following the test & verification procedure the device was restored to factory settings. All test and verification procedures necessary to certify the return of the device to working conditions were carried out satisfactorily. To assure proper device performance, we recommend using only accessories and expendables approved by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 requesting bench repair for battery failure. It was reported there was no patient involvement at the time the issue was discovered. Bench repair evaluated the device and confirmed that a battery failure appears in error log due to a faulty power management (pm) board that was not capable of charging the battery correctly. A replacement is necessary. The internal battery is about to reach 5 years of use, so replacement is also necessary. The investigation is ongoing.